Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the issue was found during an unknown procedure. The intended procedure was completed with a similar device with no delay.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor would intermittently will power itself off. It is unknown when this issue occurred. There were no reports of patient harm.